Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. The instrument passed an electrical continuity test. Additional observation(s): the instrument was found to have scratch marks /abrasions on the bipolar yaw pulley. The scratches measured approximately .03¿ - .01¿ in length. No thermal damage was found. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Scratches or abrasions to the yaw pulley are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may include an accidental drop of the instrument or inadvertent collisions with other instruments/hard surfaces. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.